Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. (B)(4).

Event description:
The following article was reviewed: ¿chimney stent graft for left subclavian artery preservation during thoracic endograft placement¿; andre ramdon, m.b.b.s.; ramkrishna patel, m.d.; jeffrey hnath, m.d.; chin-chin yeh, m.d.; clement darling iii, m.d.; from the new england society for vascular surgery; presented at the forty-fifth annual meeting of the new england society for vascular surgery, cliff house maine, cape neddick, me, october 11-14, 2018; https://doi.org/10.1016/j.jvs.2019.05.049. This article is about a restrospective review of a single surgery registry between 2011 and september 2017 where left subclavian revascularization were performed during elective thoracic endovascular aortic repair (tevar). Eighty-one patients with a mean age of 68 years (range, 32-87 years). The carotid to subclavian artery (csb) had significantly more aneurysms than dissections compared with chimney graft stent (csg). For left csb, there were 64 patients and 17 patients with left csg. The gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was in the study beginning january 2017. One type ia or gutter leak was detected 10 months after implantation, resulting from foreshortening of the vbx device. The balloon-expandable 7mm vbx device was ballooned to 8mm during the initial case without any evidence of endoleak. In retrospect, the largest portion of the implanted vessel measured 11 mm. Because the stent co-opted to the native vessel, it lost some of the overlap with the tevar and hence the endoleak. This was treated with extension and redilation to appropriate size, with continued patency of the left vertebral artery.